Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal didn¿t deploy properly after being inserted into aorta and was unable to stop bleeding sufficiently. It was replaced with another hs-3045 to complete the procedure, however, the seal didn¿t deploy properly again. A 3rd device was used to continue the procedure with no problems. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal didn¿t deploy properly after being inserted into aorta and was unable to stop bleeding sufficiently. It was replaced with another hs-3045 to complete the procedure, however, the seal didn¿t deploy properly again. A 3rd device was used to continue the procedure with no problems. The hospital did not report any patient effects.